Event description:
It was reported the case is broken next to the atrial patient cable connector. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, one bail cover was broken, one bail cover was missing, the ring cover was broken, the battery contacts were compressed, one bail was missing, the keyboard was scratched and the serial number label was damaged. (B)(4).